Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: cat # 6721-0635; size 6 accolade ii 127 deg; lot # 79431001, cat # 6570-0-536; delta v-40 ceramic head 36/+2,5; lot # 80092301, cat # 542-11-50e; trident psl ha cluster 50mm; lot # 76344101, cat # 2060-0000-1; acetabular dome hole plug; lot # d040ma, cat # 2030-6520-1; 6.5 cancellous bone screw 20mm; lot # 6t3xtn, cat # 2030-6525-1; 6.5 cancellous bone screw 25mm; lot # wd7pdm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to infection. A head and liner exchange and washout was done. Rep confirmed that no further information would be released by the hospital or surgeon and explants are not available for return.

Event description:
It was reported that the patient's right hip was revised due to infection. A head and liner exchange and washout was done. Rep confirmed that no further information would be released by the hospital or surgeon and explants are not available for return.

Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate 24 devices were manufactured and accepted into final stock on 08 march 2020 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.